Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was being upgraded from an implantable cardioverter defibrillator to a cardiac resynchronization therapy defibrillator (crt-d). During the procedure, this right atrial (ra) lead was connected to the new crt-d and pacing impedance less than 200 ohms was noted. This lead was surgically abandoned and replaced. The crt-d was successfully implanted with a new ra lead. No additional adverse patient effects were reported.